Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. This is the 1st report of two being filed for the two framing coils initially mentioned in the article. Subject device remains implanted.

Event description:
The journal of neurological surgery published that a patient was admitted to the hospital due to neurological symptoms which worsen on the 10th day while on observation. Rupture of a left superior cerebellar artery dissecting aneurysm was suspected; therefore, coil embolization was performed. It was reported that during framing of the aneurysm with two coils (subject device) the patient's blood pressure rose. Intraoperative aneurysm rupture was suspected, and heparin was reversed. Under flow control by hyperform, the coils were implanted followed by deployment of three additional coils and the bleeding was stopped. Furthermore, 13 coils were implanted to occlude the parent artery and the procedure was completed. Lumboperitoneal shunting was performed 32 days post procedure for progressive hydrocephalus, and 60 days post procedure, the patient was transferred to rehabilitation due to disuse muscle atrophy. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, aneurysm rupture, hemorrhage and patient complications are known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The journal of neurological surgery published that a patient was admitted to the hospital due to neurological symptoms which worsen on the 10th day while on observation. Rupture of a left superior cerebellar artery dissecting aneurysm was suspected; therefore, coil embolization was performed. It was reported that during framing of the aneurysm with two coils (subject device) the patient's blood pressure rose. Intraoperative aneurysm rupture was suspected, and heparin was reversed. Under flow control by hyperform, the coils were implanted followed by deployment of three additional coils and the bleeding was stopped. Furthermore, 13 coils were implanted to occlude the parent artery and the procedure was completed. Lumboperitoneal shunting was performed 32 days post procedure for progressive hydrocephalus, and 60 days post procedure, the patient was transferred to rehabilitation due to disuse muscle atrophy. No further information is available.